Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital because of palpitations. The patient was noted to be in a ventricular tachycardia (vt) that was outside of the programmed parameters. The patient was externally shocked. The patient was transferred to another hospital and the vt re-occurred and external defibrillation was required again. The device was noted to have been reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.